Event description:
It was reported that the patient presented in clinic for a revision procedure for their implantable cardioverter defibrillator (ICD) due to an unknown reason. During procedure, it was noted that the locking mechanism on the ICD did not lock properly. The ICD was explanted and replaced. The patient was stable throughout.